Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported to terumo bct customer support that during a continuous mononuclear cell collection (cmnc) procedure air was visualized in the return line without a prior alarm. The procedure was paused and the patient was disconnected to flush air from line. The patient was reconnected and the procedure was resumed until it was noticed that more air was visualized in the cassette. The procedure was paused again and the md was alerted at which point the procedure was aborted. It was reported that no air returned back to the patient. Per the customer, there was clotting noticed in the cassette and the collect port and the leurs were tight. Patient outcome was no harm to patient, there was no medical intervention required for this event. Patient age and ID are unknown at this time the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf and associated images does not show a clear root cause for the report of air in the blood warmer tubing of the return line. The rdf shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. If the rlad does not detect any air move past it but the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the rdf that the operator configured optia to use a blood warmer of 40 ml during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Root cause: based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: luer connection from the return line to the blood warmer is placed too high luer connection from the return line to the blood warmer is not tightly closed partial occlusion in the luer connection.

Event description:
The customer reported to terumo bct customer support that during an autologous continuous mononuclear cell collection (cmnc) procedure air was visualized in the return line without a prior alarm. The procedure was paused and the patient was disconnected to flush air from line. The patient was reconnected and the procedure was resumed until it was noticed that more air was visualized in the cassette. The procedure was paused again and the md was alerted at which point the procedure was aborted. It was reported that no air returned back to the patient. Per the customer, there was clotting noticed in the cassette and the collect port and the leurs were tight. Blood warmer tubing was connected during prime when the device stated to connect it. It was then primed. The customer said the height of the blood warmer in relation to the patient was appropriate. There were no rlad alarms. Patient outcome was no harm to patient, there was no medical intervention required for this event. The customer declined to provide patient ID and age. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer reported to terumo bct customer support that during a continuous mononuclear cell collection (cmnc) procedure air was visualized in the return line without a prior alarm. The procedure was paused and the patient was disconnected to flush air from line. The patient was reconnected and the procedure was resumed until it was noticed that more air was visualized in the cassette. The procedure was paused again and the md was alerted at which point the procedure was aborted. It was reported that no air returned back to the patient. Per the customer, there was clotting noticed in the cassette and the collect port and the leurs were tight. Patient outcome was no harm to patient, there was no medical intervention required for this event. Patient age and ID are unknown at this time the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Invesitgation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Review of the rdf and associated images does not show a clear root cause for the report of air in the blood warmer tubing of the return line. The rdf shows there was no alarm raised from return line air detector (rlad) for air in the return line. The rlad is located on the bottom left corner of the return pump housing. It will constantly monitor for air flowing downstream of the return pump during procedural operation. If air is detected by this sensor during the procedure, an alarm will raise, and the pumps will be paused to perform air removal. If the rlad does not detect any air move past it but the operator confirms there is air in the blood warmer tubing it is possible the air entered the tubing from the luer connection between the blood warmer tubing and the return line. It was confirmed with the rdf that the operator configured optia to use a blood warmer of 40 ml during this procedure. It is possible for air to enter the blood warmer tubing if the luer connection from the return line to the blood warmer tubing is placed 20 inches higher than the patient access site and/or if it is not tightly closed. In the case which air is introduced from the site of this luer connection then it cannot be detected by the rlad since it is downstream of the sensor near the return pump. Therefore, it is important to take the appropriate actions to prevent air from entering the blood warmer tubing. To do this, the operator should ensure the luer connection from the return line to the blood warmer tubing is tight and put the luer connection no higher than 20 in (50 cm) above the return access site. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.